Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. (B)(4). Device evaluation: visual analysis of the returned device identified: opening, red particles, and weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, and rupture.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, "hardening and pain", "moderate amount of liquid adjacent to its contour", and "multiple folds". Device has been explanted and replaced.